Manufacturer narrative:
Additional information received indicted the physician attributes the cause of death to the patient¿s pre-existing rupture and stated the gore® devices did not cause or contribute to the patient's death. As there is no complaint associated with the gore® devices, this supplemental medwatch is being submitted to retract the medwatch sent under # 2017233-2017-00108.

Event description:
On (B)(6) 2016, the patient underwent treatment emergent treatment of a ruptured thoracic aortic aneurysm with three conformable gore® tag® thoracic endoprostheses and a gore® excluder® aaa endoprosthesis. However, before the procedure was concluded, the patient expired due to acute hemodynamic collapse with significant blood loss (exact amount unknown). Despite attempts to resuscitate the patient, it was reported the patient expired during the procedure from exsanguination. The physician attributed the patient¿s death to the ruptured thoracic aortic aneurysm and not device related. The patient¿s family declined to have an autopsy performed. Upon further investigation, there is no information that reasonably suggests that this patient's death was device related.

Manufacturer narrative:
Additional devices implanted and involved in the event: tgu404010/15242846, tgu454515/14222547 and pxc121400/14973698. Implanted devices lot & UDI: tgu404015/14660048: (B)(4). Tgu404010/15242846: (B)(4). Tgu454515/14222547: (B)(4). Pxc121400/14973698: (B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Additional information regarding the cause of death was requested but has not been provided.

Event description:
On (B)(6) 2016, the patient underwent treatment of an unknown etiology whereby three conformable gore® tag® thoracic endoprostheses and a gore® excluder® aaa endoprosthesis were implanted. On (B)(6) 2016, the patient expired. No information regarding the cause of death was provided, and it is unknown if an autopsy was performed. Multiple attempts were made to request additional information regarding the patient's cause of death, however the physician has failed to provide the requested information.